Event description:
On (B)(4) 2012 the reporter contacted lifescan (lfs) in (B)(4) alleging the meter reading inaccurately compared to the same meter. The reporter alleged readings of "5.4, 6.4, 5.6, 5.2, 2.5 mmol/l". This complaint is being reported because the reported results did not meet lifescan's precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There is no indication that the lfs product caused or contributed to an adverse event.